Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads and cracked case near display window corners during visual inspection. The pump passed prime, displacement, basic occlusion and excessive no delivery alarm tests. No excessive no delivery alarms were noted.

Event description:
The customer reported via phone call of high blood glucose readings and excessive no delivery alarms from the insulin pump. The customer's blood glucose reading was 410 mg/dl. The customer treated with the pump. The customer stated that she tried to prime the line and received a no delivery alarm. The customer stated that the issue has been going on for 3 weeks. The customer stated that the alarm occurred during manual prime. The customer stated that the alarm was recurring. The customer stated that the issue has not been resolved. The customer did not want to troubleshoot for recurring alarms. The customer will be sent a replacement pump.